Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device powered off by itself without sounding an audible alarm tone. At an unspecified time, the device was programmed to deliver a 50 ml vial of morphine with a concentration of 5 mg/ml, in the pca only mode, 5 minute patient lock out and an unspecified 4 hour dose limit. No further programming parameters were provided. At 1219, it was reported the device powered off itself without sounding an audible alarm tone. The device was removed from clinical service. Therapy was resumed with a replacement device. The customer contact reported there was an hour delay while the device was exchanged and the patient's pain level remained moderate. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.